Manufacturer narrative:
Qn#(B)(4). The customer returned one 4-lumen catheter for evaluation. The catheter contained significant signs of use in the form of biological material and the catheter body appeared to be intentionally truncated. Visual examination revealed the medial 1 extension line luer hub was separated from its luer. The fractured edges of the extension line extrusion appeared rough and jagged, which is consistently seen when undue force is applied to the line. Visual examination of the other lumens did not reveal any defects or anomalies. The overall length of the catheter body measured 88 mm which indicates at least 69 mm was cut and not returned per product drawing. The outer diameter of the medial1 extension line measured 2.16 mm which is within specification of 2.13-2.21 mm per product drawing. The inner diameter of the medial 1 extension line measured to be 1.47 mm which is within specifications of 1.40-1.48 mm per product drawing. This indicates that the wall thickness measured as expected. The three lumens with luer hubs were flushed to ensure no blockages or leaks were present. A manual tug test confirmed the other lumens were fully seated in their hubs. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with this kit warns the user "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested." The customer report of luer hub separation was confirmed by complaint investigation of the returned catheter. The medial 1 luer hub was separated from the luer with damage consistent with undue force being applied to the hub. The device passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the distal part of the lumen (colored port) of the cvc line was leaking blood in the bed. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the distal part of the lumen (colored port) of the cvc line was leaking blood in the bed. The device was replaced.